Manufacturer narrative:
An 3i t3 tapered implant 5/4 x 11.5mm (bopt5411) was returned for investigation. Visual inspection of the as returned product identified worn markings and damage on the implant. No pre-existing conditions were noted on the per. The reported device location was #18 and length of usage is approximately 7 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2015040668). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2015040668) for similar event and no other complaint was identified. Mar post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant in site 18 was removed due to damage to implant during abutment removal.